Manufacturer narrative:
(B)(4). Date sent: 9/5/2023. D4: batch # 304c27. Investigation summary : the product was returned to cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. A complete analysis was performed at the independencia pi lab. During an inspection at the independencia pi lab, the device was found to continuously activate and a nick knife was noted, and it was sent to cincinnati for further engineering analysis. At cincinnati, analysis of the returned sample also revealed the cdh29p device to continuously fire. There were no staples present and the green check mark did not illuminate after the battery was inserted. The device was disassembled to verify the condition of the internal components. The visual investigation noted burn marks near the d4 component. The wire harness assembly (wha) was removed from the device and the led board was sent to the CT lab for analysis. The CT scans revealed damage to the d4 component. In order to better investigate the d4 component, the conformal coating was removed from the led board with acetone. After the conformal coating was removed, significant heat damage was observed on the d4 component. Further analysis revealed the +9v leg in a short state, which caused the diode to no longer prevent reverse current. During the investigation performed at the supplier, the d4 component was replaced, and the board worked as intended. This confirmed the issue was isolated to the d4 component. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damage to the d4 component, the continuous firing issue reported is confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 304c27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023.

Event description:
It was reported that during an unknown procedure the hcp was using the cdh29p for her ular case on 11 may. When it was fired, the surgeon could hear the audible feedback of the breakaway washer and the green tick appeared. However, the motor would not stop firing. The surgeon was advised to remove the battery, and gently remove the cdh29p as per odp. Upon removal of cdh29p, it was found that the knife did not retract after firing. Anastomosis performed was fine based on leak test. There were no patient consequences.

Manufacturer narrative:
(B)(4); date sent: 6/1/2023; batch # unk; attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a portion of the device with the trocar extended and anvil attached. The knife and driver were exposed. The anvil appears to be completely cut with no staples present. Also, one donut can be seen on the knife. The second photo shows a trocar extended without an anvil. The knife and drivers were exposed with no damages apparent. Also, a donut can be seen on the knife. In addition, the functionality of the device cannot be assessed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.